Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider called to report a left side rupture confirmed via MRI. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, underweight, wear abrasion, opening. A microscopic analysis was performed which one crease sharp in the radius. And stress mark. Based on the device analysis the final assessment is: a crease sharp in the radius side assessed as fold flaw opening

Event description:
The device was explanted.